Event description:
Nurse taking care of pt states the needle has broken in half, bending with administration and leaving his skin wet indicating he isn't getting the full dose of insulin. Pt with resultant hyperglycemia d/t needle. Pt states is very painful. Symptoms: hyperglycemia.